Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to itching and red rash. The customer¿s blood glucose was unknown. The customer was treated by giving her steroid cream. The troubleshooting was performed for the site issue. The product will not be returned for analysis.

Manufacturer narrative:
.